Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the endotracheal cuff failed to stay inflated. Alleged malfunction reported as occurred during use. It was reported that the device was removed and replaced with a new one with no further issue. Customer reports no patient harm due to this event.

Event description:
Customer complaint alleges the endotracheal cuff failed to stay inflated. Alleged malfunction reported as occurred during use. It was reported that the device was removed and replaced with a new one with no further issue. Customer reports no patient harm due to this event.

Manufacturer narrative:
Qn#(B)(4). No sample was returned for evaluation; therefore, one representative sample was selected from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff of the production sample was then inflated to 25mbar with a calibrated endotest. The cuff remained inflated and no issues were detected. The sample was then immersed in water and no leaks were detected coming from the cuff. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.